Manufacturer narrative:
The insulin pump had a stained end cap sticker, minor scratches on the display window, a cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 600 mg/dl. Customer also stated it appeared as though a piece of plastic on the insulin pump looked like it had been burnt with a lighter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.